Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus yel 24ga x 0.75in prn leaked the following information was provided by the initial reporter; the nurse on the day shift performed an indwelling needle puncture for the patient. When the steel needle was successfully removed, a small amount of blood was found leaking from the rubber stopper of the indwelling needle.

Event description:
No additional information provided.

Manufacturer narrative:
A complaint history review cannot be performed as no material and batch/lot number was provided a device history record(DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. Based on the limited information received from the customer, following multiple attempts (a-eura--ar091 rev:15(m) could not be reviewed appropriately; based on the customer¿s description with no failure issue identified it is difficult to deduce a defect on which they are reporting and connect it to a failure mode in the risk management documentation. The outcome of harm described of leakage is assessed at multiple points in the rmf. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information.